Manufacturer narrative:
Related MFR# 2916596-2022-00707 covers the report against the system controller exchange. Multiple attempts were made to obtain the serial number of the device, along with the patient's age, weight, and initials; however this information was not provided. No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
Related manufacturer's report # 2916596-2022-00707. It was reported that the patient had a their system controller exchanged on (B)(6) 2022 at 11:01 am. At the time of the exchange, the patient had low flow events and low speed advisory events that last until 11:11 am. There was a period of more low flow event later that day at 3:28 pm and 4:27pm where the flow read 2.4 lpm. These events were transient and patient related. On (B)(6) 2022, the patient experiences above baseline powers in the 10 watts range at 7:57 am and at 11:52 am. These elevated powers were associate with pulsatility index (pi) events. The power then went back down to baseline at 5-6 watts. It was also noted that the patient was on a heparin drip at the time of these events.

Manufacturer narrative:
Manufacturer report number 2916596-2022-00755 was determined to be a duplicate to this event. The first notification date for this event is 28jan2022. The initial report for manufacturer report number 2916596-2022-00755 was submitted on 11feb2022. Section b5: the patient's 24jan2022 pump exchange is reported under manufacturer report number 2916596-2022-00382. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed transient elevations in pump power and flow, as well as transient low flow hazard events; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted log files captured transient low flow hazard alarms on 24jan2022. In addition, several transient elevations in pump power and flow were captured throughout the data. The majority of the elevations appeared to be associated with pulsatility index (pi) events. The pump appeared to function as intended above the low speed limit throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 "introduction¿ addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 4 also explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook, is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2022. The patient was then put back on anticoagulation medication with no bridge on (B)(6) 2022 an echocardiogram was performed that revealed mild aortic valve regurgitation. On (B)(6) 2022, the ventricular assist device (vad) coordinator reported acute changes in pump parameters with elevated power and flow. The patient had been extubated and sat upright in a chair. The vad coordinator auscultated the pump and did not hear any changes. As a result, the patient was started back on an anticoagulation medication drip.